Event description:
It was reported that lead was repositioned due to an increase in threshold. Post repositioning, myocardial tamponade was noted and pericardial drainage was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.